Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 3. Customer (bb supervisor) reporting false negative reactions with 3 donor units when testing for the little e antigen using the ortho anti-e (little) lot# seb403a exp. 9/5/2019. The patient was initially tested against the 0.8% surgiscreen and then tested against the 0.8% resolve panel a, immucor and biorad cells for antibody ID. Customer reports the patient's known antibodies to still be reacting at a 2-1+ in strength. The customer reports screening 2 prbc units for transfusion and reports these units found to be negative for the e (little ) antigen using the anti-e lot# seb403a and c antigen (lot# not provided) . These 2 units were from the same donor (double donation) . Testing of the anti-e antigen performed by IFU procedure and negative after room temp incubation. Units were cross matches by the mts iat anti-igg gel card test and found to be compatible and transfused in the morning of (B)(6) 2018. Customer then screened additional units for the little e antigen and found an additional unit to be negative for the e antigen using lot# seb403a and the big c antigen. This unit was then crossmatched by the mts iat anti-igg gel card test and was found to be 1+ incompatible. Customer questioned the incompatible crossmatch and retyped the donor for the big c and little e antigen (this time using immucor anti-e (little) and reports a 3+ reaction for the e antigen. The customer then went back and pulled the segments to the 2 double donation units that had already been transfused and tested the donors for the little e antigen with the immucor anti-e (little) and reports 3+ reactions. Controls confirmed to be satisfactory. Customer indicates no reported adverse reactions were reported to the 2 units that were transfused and found to be positive for the e antigen using the immucor anti-e antisera. Collection of an additional post transfusion sample produced no observed hemolysis and the dat was negative. Customer will be reporting this event of false negative e typing with ortho antisera to the FDA. Issue started on: 11-06-2018. Frequency: x3. Methodology used: traditional tube. Incubation time (for manual test only): 10min. Pattern observed: negative with ortho antisera. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: no. Transfusion history: previous transfusion in aug 2018 with anti-c present, anti-e identified in sept 2018 at this facility. Number of blood unit transfused: 2 tsc referred the customer to the IFU to the anti-e that indicates, "anti-e (anti-rh5) bioclone may react weakly or not at all with some rare variants of the e antigen. Weakened reactivity with some red cell examples lacking the c (rh2) antigen has been observed." Update 19nov2018: per recommendation by mso, tsc followed up with the customer for any additional information on the customer's investigation into a possible delayed transfusion reaction. Customer indicates based on their initial post transfusion work up they will not be further investigating. Patient has been discharged and the account will not be calling the patient back for blood collection. Customer has agreed to contact tsc if any additional or new information obtained.